Event description:
Device 1 of 4. Reference MFR report: 1627487-2015-01464, 1627487-2015-01465 & 1627487-2015-01466. Additional information received identified the patient's entire scs system was removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR report: 1627487-2015-01464, 1627487-2015-01465 & 1627487-2015-01466. It was reported the patient experienced stimulation behind her ear rather than above her eyebrow (off-label) where she needs it. Surgical intervention may be taken at a later date to address the issue. Note the patient has four peripheral (off-label) leads, it is undetermined which lead is related to the reported event. All possible devices are being reported.